Event description:
The ge oec 9900 fluoroscopy system slow to re-boot and power on. No patient injury or harm was reported as a result of the noted malfunction.

Manufacturer narrative:
A ge oec service rep investigated the issue and reloaded software to restore function. The system was tested, found to be operating as intended, and released to the customer for use. No patient injury or harm was reported as a result of the noted malfunction.